Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was above 400 mg/dl, and the meter bg reading was not provided. Reportedly, a second cgm bg reading was below 40 mg/dl, and the meter bg reading was not provided. Reportedly, a third cgm bg reading was 72 mg/dl, and the meter bg reading was 140 mg/dl. Subsequently, the inaccurate readings caused the customer to experience a ¿low¿ bg. Customer required assistance consuming lemonade as low bg impaired the customer¿s vision and caused the ¿heart to race¿. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received. No additional patient or event information was available.